Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-09087, reference MFR report#1627487-2015-09088. The patient received 3 model 3186 leads with the same lot number and is implanted with multiple scs systems. The patient's reporting pain at the occipital and supra-orbital lead sites (off-label usage) with stimulation turned on. The date of event is unknown. Reportedly, the pain ceases when stimulation's turned off. Surgical intervention may be undertaken as the next course of action.